Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Logs received, log review pending. The logs have been received but the evaluation has not yet begun. A follow up report will be submitted once the evaluation has been completed.

Event description:
Customer requested a log review for a suspected over infusion of tpn. Customer reported that a 950ml bag of tpn was hung and programmed at 60ml/hr. The bag was found empty after about 6 hours. Tpn was programmed on (B)(6) 2011 at 1830 and found empty on (B)(6) 2011 about 0030. As a result of the event, the patient was hypoglycemic. The patient's condition was corrected by administering 50ml of d50. There were no lasting adverse effects.